Event description:
While donating in 2004, a first time donor experienced a "generalized rash". The donor went to the emergency room and received benadryl (strength, dose and route unk). Reportedly the donor was released in good condition. The donor was not deferred from donating in the future and donor was scheduled to donate again in 2004, however, donor did not return for their scheduled appointment. The healthcare professional (hcp) stated that a follow-up call to the donor the next day revealed that the donor was "doing fine". The donor was not deferred from apheresis, but has not returned since the first donation in 2004. The hcp did not know if the donor had any allergies.